Event description:
It was reported that the etrak 2500l system receiver does not calibrate. It was noted that this happened after they sterilized the cable. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that the receiver plug was missing an o-ring and moisture got into the plug. Replaced the snap receiver cable assembly. Software loaded. The system was tested and found to be working as intended and placed back into service.